Event description:
Patient had a-line inserted 1/18/93 by resident without complications. On 1/20/93 a-line being d/c'd by nurse per protocol nurse met resistance, called physician. As physician pulled catheter, catheter broke at hub and remained in artery. Small 1cm. Incision made over artery and catheter d/c'd. Ulnar and radial artery tied off. Wound irrigated and closed. Hand pink and warm. No further complications.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.